Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2005 and on (B)(6) 2009 and mesh and obrtyx and ivs tunneller were implanted. Dates of specific product not clarified. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress urinary incontinence, grade 3 cystocele, grade 3 rectocele, and vaginal vault prolapse concurrently with removal of eroded vaginal graft/granulation tissue and implantation of boston scientific obtryx. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, and dyspareunia. It was reported that the patient underwent a pessary insert on (B)(6) 2006 due to incontinence. No additional information was provided. (B)(4).